Event description:
It was reported to boston scientific corporation, that the obtryx system was used during a sling placement procedure. According to the complainant, approximately two years post-procedure, the pt presented with incontinence. The sling had migrated back towards the bladder neck. The physician stated that this was due to the pt's abnormal anatomy, as the pt had a very short urethra. Another sling placement procedure was performed with a different device. The pt's current condition was reported to be "fine".